Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion surgery at levels t10-iliac. Post-op, on an unknown date it was confirmed by CT that there was a possibility that s1 screw was contacting aorta. Revision surgery was performed for replacement of screw; s1 screw was removed and replaced with a shorter screw. Reportedly, it was considered that the event was caused by technical error. No patient complication were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.